Manufacturer narrative:
Multiple attempts were made to obtain further information on the reported infection (infection type, treatment, admission dates, relation to device) but this information was not provided. Additional information. Manufacturer's investigation conclusion: an incidental finding of thrombus was observed during the evaluation of heartmate ii lvas, serial number vad-62048. Additionally, a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 9¿ from the pump housing and the remaining distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, a small, red, non-laminated deposition was found situated adjacent to the outlet bearing ball. The deposition was not adhered to any surface, and the structure of the deposition and lack of laminated layering suggests that it did not form at this location. Although the origin and duration of time for which the deposition was present in this area cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, suggest that the deposition was not present in the outlet stator for an extended period of time while the pump was operating, and would not have likely contributed to any functional issues. The remaining pump blood-contacting surfaces were free of any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced an infection and received a pump exchange on (B)(6) 2019.